Event description:
Per customer medwatch report: :rn set up IV infusion for levetiracetam as secondary. Rn noticed primary tubing chamber was full. Secondary tubing back flowing into primary tubing." There was no pt harm. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results should the device be received for eval.